Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the clinic for a device check. Interrogation found that the lead had triggered the lead integrity alert for oversensing. It was further reported that the patient has a syncopal episode due to a 1 minute pause brought on by the oversensing. The lead was revised and remains in use. No patient complications have been reported as a result of this event.